Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt did not pass essential performance testing. The cause for the failure was isolated to a defective u703 component on the distribution node pca. The root cause for the defective u700 component could not be positively identified. There were no adverse events associated with the electrode belt malfunction.